Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose over 250 mg/dl but less than 500 mg/dl with polydipsia associated with no power to the pump. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that there was no damage to the battery compartment, no moisture in the pump and the battery cap was able to be secured. The patient's blood glucose readings do not meet animas's criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.